Event description:
Rn unhooked patient's chemo infusion line from her port line and flushed the port line with ns [normal saline]. While flushing she noticed some saline dripping out of the port line just above the connector. Also saw a small circle of fluid on patient's shirt. Patient states it happened during infusion but didn't let rn know. Basically, there was a slow leak in port line above connector. Patient unharmed and told to wash her shirt separately at home.